Event description:
The complainant reported a high temperature during use of the console. The pump was switched to a backup console with no harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the battery temperature high alarm is most likely due to a misinterpretation of data within a single sample of communication from the batteries to the pbm. However, the overall root cause is undetermined. This report is being filed as part of a retrospective review of historical records.